Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing from protocols run on (B)(6) and (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received info that tissue from one (1) case was not able to be reported. Specific info concerning whether re-biopsy of the pt was required and/or confirmation that re-biopsy of the pt has actually been performed has not been provided to date.